Manufacturer narrative:
(B)(4).

Event description:
It was reported that "although the clip was loaded, it could not be advanced, and deployment failed." No medical intervention required. The patient status is reported as "fine."

Event description:
It was reported that "although the clip was loaded, it could not be advanced, and deployment failed." No medical intervention required. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the jaws were in the preload stage despite the sample being returned unengaged. The feeder could not be identified in the box of the channel prior to testing. There was no biological material observed on the device. The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the jaws were in the preload stage despite the sample being returned unengaged. The feeder could not be identified in the box of the channel prior to testing. R & d was consulted regarding this complaint issue. The sample was returned with 11 clips remaining in the device indicating 4 clips were fired but the customer. R & d was consulted to conduct the functional inspection. The returned device failed to advance the clips upon engagement of the trigger. Upon disassembly of the device, the yoke was observed to be sheared. The sheared yoke resulted in the internal components to be disengaged from the yoke causing damage to the back end of the feeder. The device was disassembled and there were no clear indications of a manufacturing defect or user error that could have resulted in the damaged yoke. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. For these reasons, r & d concluded that the probable root cause of this issue could not be conclusively linked to manufacturing, because it would be impossible for the device to pass the end of the line testing with a sheared yoke. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. The probable root cause of the sheared yoke could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.